Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with reported blood glucose values in the mid-400s, administered a manual injection of 7 units, and remained hyperglycemic while the pump subsequently delivered an automated dose of approximately 2.16 units; the user later reported improvement of blood glucose to 149 and received education to disconnect from the pump for two hours when taking manual injections. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, injury, or long-term impairment. Investigation included a review of device dosing history and user education on proper use. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.